Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, logs shows388 and 271 activated together. The inlet pressure is less than 4.5bar. Recommended insp block replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Log. It was reported to vyaire medical that the bellvista1000 us had tf 388 no o2 dosing possible. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top-level system running software version 6.1.0.2, and upon startup there were no alarms or warning messages. After a 30-minute warmup, the external o2 gas supply hose was connected to the bellavista unit and the power/battery/o2 dropdown banner displayed successful o2 connection. Two-point o2 calibration was performed and passed. Ventilation was run for 1 hour with 60% o2 and then 100% o2 with no functional issues found. Two-point o2 calibration was performed again and passed without issue. The reported complaint was not duplicated in the fa lab. Vyaire technical support (ts) recommended an insp block under warranty replacement. Exact root cause is not determined as there is no performance issues were found.